Manufacturer narrative:
(B)(4). Concomitant medical products: unknown knee tibial bearing lot#unk item#unk; unknown tibial tray lot#unk item#unk, knee-. The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The complaint history search and compatibility check were not performed. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-07510, 0001822565-2017-03341.

Event description:
It was reported that patient is experiencing pain, swelling, and that the knee is warm to the touch. Pain has reportedly been persistent since immediately following the primary procedure. Attempts have been made and additional information on the reported event is unavailable at this time.